Manufacturer narrative:
Other devices used: catalog #00771101220, m/l taper femoral press-fit stem, lot #61792365 the following products were manufactured by zimmer b.v., (B)(4): catalog #00625006530, trilogy bone screw, lot #62021167; catalog #00625006520, trilogy bone screw, lot #62044212 these devices are used for treatment. Review of the primary surgery notes confirms the patient underwent right total hip arthroplasty due to osteoarthritis. The hip was articulated and placed through a full range of motion and the leg lengths were checked and were equal. Review of the revision surgery notes confirms that the patient underwent revision right total hip arthroplasty due to acute hematogenous infection. It was noted in the revision surgery notes that upon opening the fascia a rush of purulent fluid were obtained. The liner and the femoral head were explanted. It was also noted that there was acute infection with a significant amount of fluid in the hip capsule. Review of the compatibility of the returned devices confirmed that these are an approved compatible combination. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Catalog #00877503601, biolox delta head, lot #2632484, manufactured by zimmer gmbh, (B)(4), explanted on (B)(6) 2015. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised and an I&d performed due to infection.